Event description:
The respironics sales representative reported the ventilator restarted while he was performing a demonstrating. There was no pt involvement. The respironics service technician reported he was unable to duplicate the customer reported problem; however found a diagnostic code in the ventilator log history indicating a power failure had occurred. The service technician replaced the power supply as a precaution. Performance verification testing was performed, and the ventilator passed per specifications.